Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the battery compartment was neither damaged nor corroded. The customer did not have new battery to troubleshoot with the pump. The insulin pump will not be returned for analysis.